Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on the morning of (B)(6) 2025. Later that day, the patient began experiencing symptoms that felt like a heart attack, including shortness of breath and extreme chest pain. He went to the hospital, and the sensor failed while the patient was on his way there. On the same day or the following morning (the patient¿s wife is unsure of the exact timing), the second sensor also failed. The patient remained in the hospital for more than three weeks following the incident. There was no information of further medical intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on the morning of (B)(6) 2025." H2 correction.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on the morning of (B)(6) 2025.